Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without a device to analyze, a definitive cause for the reported clip opening and clip jumping in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip open while locked, clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. The second ntr clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflet fine. However, during the deployment sequence, the clip jumped open to 180 degrees while locked when establishing final arm angle/efaa. The grippers were raised, and the clip was un-locked to re-grasp the leaflets with the clip. The clip grasped the leaflets fine, and efaa was performed. The first and second efaa passed, and the clip was deployed. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.